Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that during a stent-graft procedure, the surgeon used a straight probe to do his radiological checks. The distal part of the probe has come loose in the aorta and the physician had to use a snare to get the piece out of the patient's body.